Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose 600 mg/dl. Customer did not troubleshoot their high blood glucose reading. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with cracked battery tube threads and cracked belt clip slot. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).